Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a nondelivery. At an unspecified time, channel a of the pump was programmed, to deliver propofol with a concentration of 10mg/ml, a 20ml container size, 0.1mg/kg/min infusion rate and a 0.5mg/kg bolus dose. It was reported that between 1500 and 1515, the anesthesiologist noticed that the pt "woke up during the procedure". The anesthesiologist noted that the display indicated that the device was infusing; however, the "spindle was not turning" and the device keypad was "froze." The pt was treated with an unspecified inhaled anesthesia gas. There were no reported adverse pt sequelea. The device was removed from clinical service and therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.